Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It has been reported customer noticed alarm did not go off (allegation of failure to give an inop ) when electrode was detached. There is no report of an adverse event.